Event description:
Covidien received a report occurring while on a pt for a high reading of 95 rso2 and channel 2 and without change in readings. No pt harm reported.

Manufacturer narrative:
The customer exchanged this unit for a replacement unit.